Manufacturer narrative:
One portex® blue line ultra® tracheostomy tube was returned for analysis in used condition. The connector of the suction line was noted to be detached from the tube along with residue from the tube were inside the connector upon visual examination. Relevant documents were reviewed and deemed adequate. A review of the manufacturing process and bonding operation were performed; no discrepancies were found. An audit of 32 units were performed of the bonding operation by applying strong force of pulling to the connector. It was observed that the suction connector was detached from the tube, and residues from the tube remained in the connector similar to the received sample. Based on the evidence the complaint was confirmed. However, the root cause is unknown.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that five days following the placement of a smiths medical portex® blue line ultra® tracheostomy tube the cap of the suction line was noted to be disconnected. There were no reported adverse patient effects.